Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficult single gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw (B)(6) was inserted without issues. However, while in the valve, one gripper was not functioning as intended. Troubleshooting was performed and resolved the issue. The clip was implanted. A second mitraclip ntw (B)(6) was inserted without issues. However, while in the valve, one gripper was not functioning as intended. Troubleshooting was performed and resolved the issue. The clip was implanted. The procedure was completed with two clips implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.